Event description:
A customer observed a false negative anti-bhc result on a known positive quality control (qc) fluid. Biased results of direction and magnitude observed may lead to inappropriate physician action. No pt results were reported and there was no report of pt harm as the result of this event.

Manufacturer narrative:
Investigation of this event indicated that the system was performing as expected when the event occurred. Qc results were acceptable following calibration using fresh calibrators. The root cause of the event is due to suboptimal calibration.